Event description:
(B)(4). It was reported by the consumer that the unspecified custom power wheelchair footrest was assembled too flat and not at an angle, causing sores on feet, and back pain. Additionally, it was alleged that protruding leg rest screws kept digging into her legs causing sores. Medical attention was sought, and should we receive additional information, this file will be revised, and pertinent supplemental report will be submitted.